Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
While using a byte day aligners, patient reported that their aligners do not fit correctly and are causing cuts into their lower gums. They have tried filing the aligner and this did not work, they cannot wear the bottom aligner without causing major discomfort. Provided recommendations for comfort and hht&t, requested photos.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.